Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the surgeon side console (ssc) viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A visual inspection was performed, and no problems related to the reported issue was found. Error 319 was checked and verified in the lighthouse/aperture and then installed on an internal equipment, fixture, or tool (eft) system. During system testing, the reported issue was replicated, with no power on viewer. Troubleshooting was performed, and the issue was isolated to a faulty ssc power converter (spc). A known good power converter was installed, and the viewer power was restored and remained on as designed. The original faulty power converter was reinstalled. The root cause of the failure was a faulty power converter.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer contacted the technical support engineer (tse) to report that the da vinci shutdown mid procedure. The system powered back on with error 319. The tse guided staff through hard power cycling the system and checking all blue fiber cable connections. Error 319 persisted, and staff elected to convert the procedure to another dv system. There was no reported injury.